Manufacturer narrative:
The device was not returned for eval. We are unable to confirm reported failure of the needle mechanism to deploy the cannula properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she didn't feel the cannula insert when the device was activated, that she could feel insulin delivering outside of her skin and that her blood glucose read "high > (>500 mg/dl). The adhesive was wet when she removed the pod and she could not see the cannula outside of the pod.